Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, approximately thirty one years prior to this report, the consumer started using o.b. Unspecified for menstruation (route-vagina, frequency, lot number and expiration date unspecified). After an unspecified duration, she presented with a fever of 106 degree (unit unspecified) and had all her organs shutdown from toxic shock syndrome. The action taken with the device was unknown and after an unspecified duration the event resolved. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.